Event description:
Jd a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, refractive surprise, blurred vision, lens rotation, glare/ haloes, significant reduction of ica, and visual disturbances. The lens was exchanged with a shorter length lens, and the problems were resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, stuck on paper with debris found on the lens. Visual inspection found the lens haptic torn. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).